Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose and excessive no delivery alarms on her insulin pump. Customer stated she has been changing at least up to three infusion sets in the past three days. She has been rotating sites as well. Customer's blood glucose is 430 mg/dl. When she gets high, she treats with manual injections. Insulin exited the tubing during a fixed prime. Insulin exited in the beginning, but stopped coming out when the device was at three units. Customer was advised there may be a site or set issue. There were no air bubbles in the tubing. Customer was advised to do a complete set change and monitor the device. She will call back with a new infusion set for further troubleshooting. Nothing further reported.